Event description:
It was reported externalized conductors on rv lead was observed via x-ray. All lead measurements were within normal range. The patient remains in stable condition. Extraction schedule will be discussed with an extraction expert. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.